Event description:
The customer reported to olympus during preparation for an unknown procedure, the device gave an endoscope communication error (b30) when turned on and connected with the 190 series. Customer changed endoscopes and used the 180 series with no problem occurred during the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device was not returned, however, the field service engineer (fse) went onsite to investigate the event. It was found that the b30 error occurred due to faulty scope connector, or adhesion of foreign objects such as dirt and dust to the electrical contacts, causing temporary communication failure with the endoscope. Olympus will continue to monitor field performance for this device.